Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power off when prompted. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when a battery was installed in the device that it would continually power on and off by itself.

Manufacturer narrative:
Physio-control evaluated the device in the failure analysis center. The reported issue of the device power cycling itself on and off was not verified, but the initial reported issue of the device not being able to be powered off, was verified. It was determined that lands 6 and 7 of the plug connector, designator p5 from the membrane switch, were found to be shorted together due to a corrosion of unknown origin.